Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered several inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. It was reported that the rhythm was initial detected in a vt-1 monitor only zone and accelerated into the vt zone where detection enhancements were not applied. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.